Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "contacted abbvie in order to get more knowledge regarding the recall" and "is feeling discomfort on the breasts and also pain". Later patient through a legal representative reported "capsular contracture grade IV", "severe breast pain", "anguish, constant fear, and distress of knowing that one carries a medical device proven to be associated with the development of cancer constitute a profound psychological shock that transcends mere displeasure", "anxiety generated by the need for constant monitoring, and the trauma of having to undergo a new and complex surgery to remove a product that should be safe are direct offenses to the dignity and psychic integrity" and "cyst and lymphs nodes". Cyst is not considered device related. This record is for the right side. The device was explanted.